Manufacturer narrative:
(B)(4). The sample was unavailable.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain 2 of 4, after the patient was disconnected. Gts reviewed the error and had the patient cycle power. The hc then alarmed with a system error 2367. The patient stated they somehow had pulled the tubing off the patient line. The patient line had inadvertently separated from the transfer set. Gts referred the patient to their nurse and assisted in retrieving the cassette. No injury or medical intervention was reported. Product surveillance followed up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(4) 2010. The pd rn stated that there was no patient injury or medical intervention associated with this event and the patient had continued therapy as usual. No further information was available.